Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the piv "saline locked" was found at the beginning of the shift without a clamp. The IV was removed from the patient due to leaking at site. There was no patient harm.

Event description:
The customer reported the piv "saline locked" was found at the beginning of the shift without a clamp. The IV was removed from the patient due to leaking at site. There was no patient harm.

Manufacturer narrative:
Additional information: previously submitted supplemental MDR unintentionally skipped follow up 2. This supplemental is intended to fill that gap. The following fields were updated: g. Report source: user facility. D.10 device available for eval? Yes. Returned to manufacturer on: 2018 aug 14. H.6 imdrf coding - a0504, e2304, f26.

Manufacturer narrative:
Concomitant from d.11: bd 3ml syringe containing approximately 2ml of 0.9% sodium chloride injection, usp (bd 3ml, lot number 6294501, exp 2019-09-30). Distal non-bd 24 gauge catheter connected to distal luer. The customer¿s report of the set being found at the beginning of the shift without a clamp was confirmed. The customer's report of leaking was not confirmed or replicated. During visual inspection it was observed that the set¿s slide clamp was missing per bill of material drawing. Functional flush, pressure and infusion testing found no leaking on the set. The root cause of the missing slide clamp was identified as a manufacturing issue due to operator error. The root cause of the leak was not determined.

Event description:
The customer reported the piv "saline locked" was found at the beginning of the shift without a clamp. The IV was removed from the patient due to leaking at site. There was no patient harm.

Manufacturer narrative:
Correction: d.4.

Event description:
The customer reported the piv "saline locked" was found at the beginning of the shift without a clamp. The IV was removed from the patient due to leaking at site. There was no patient harm.

Event description:
The customer reported the piv "saline locked" was found at the beginning of the shift without a clamp. The IV was removed from the patient due to leaking at site. There was no patient harm.